Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop23-29 (lot: 0011413142); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the suspect complaint product was received at medtronic¿s quality laboratory loaded inside the delivery catheter s ystem (dcs). Visual analysis showed a slight infold as the valve was being deployed. The valve appeared discolored showing evidence of blood contact. All leaflets were severely dehydrated exhibiting signs of severe creases and imprints. Leaflets were slightly flexible. As received, all leaflets appeared to be in a partially closed position with a large gap between all free margins. All commissures were dehydrated; appeared intact. The valve was received in a crimped state. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being loaded inside the dcs for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Twenty-seven fluoroscopic images were submitted to medtronic for review. The patient¿s executive summary was not provided for anatomical review however heavy calcium leaflet and annular calcium can be seen in imaging. Upon reviewing the fluoroscopy load inspection there was crown overlap past the fourth node and it would be considered a misload. Imaging shows the progression and different views of the infold mentioned above on the first deployment. It is seen right at deployment which would be present in a misloaded valve. An image shows the replacement dcs fluoroscopy inspection with crown overlap to the third node which would be consider an adequate load. Not mentioned in report but the second system is deployed severely constrained and looks like there could be an infold that they post dilate to resolve. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Of note, the patient had heavy calcification, which according to the physician contributed to the infold. In addition, based on image review, there was crown overlap past the fourth node which is considered as a misload. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded and verified, and no misload was reported. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20x40 mammoth meril balloon with hand inflation. During the first deployment attempt, the valve was compromised and an infold was reported. The valve was recaptured and withdrawn. The valve and delivery catheter system (dcs) were replaced. The replacement valve was implanted with perfect results. Of note, the patient had heavy calcification, which according to the physician contributed to the infold. No adverse patient effects were reported.